Event description:
It was reported that during a ptca/stent procedure, to treat at tight and calcified lesion, the distal end of the balloon did not inflate and contrast was visible leaking distally, which resulted in partial deployment of the stent. The stent and delivery system could not be removed from the vessel. The pt was sent for bypass surgery where the catheter was removed. It is unknown if the stent was retrieved.